Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse found the top screen erratic and replaced the graphic user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs which resolved the reported issue. The ventilator then passed all performed calibrations and tests.

Event description:
It was reported that the ventilator screen was not functioning. The ventilator was not in a patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.